Event description:
It was reported that the patient is deceased and died approximately one month after implantable cardiac defibrillator replacement. Additional information received indicated the patient had been seen in the hospital two weeks after implant with a hematoma and oozing at the incision site. Blood cultures were positive for (B)(6) and the patient received antibiotics. A device interrogation and electrocardiogram were performed and were within normal limits. The patient had the wound resutured, was discharged the following day and was reported to be doing well at home. The patient subsequently missed a follow up appointment and clinic follow up revealed the patient was deceased. An autopsy was performed and the results are pending. It was noted by the physician that at the autopsy the infection was localized to the pocket and the blood cultures were negative. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The initial reported event was received on (B)(6) 2011. Of note, the reportable serious injury (infection) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.